Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient stated their machine is being "weird" and would like to meet with their manufacturing representative (rep). The caller stated their stimulation is too strong, they mentioned the zapping however the patient clarified that it is just a strong sensation. The patient stated she assisted with turning on the remote and the numbers went higher themselves. The caller stated the patient was sitting last night when she changed the stimulation. The caller stated the device is not working like it should be. The rep changed the programming on jan 22 and the patient has been using all the groups. The caller also noted that the ins is moving around in the patient's back and wondered if that was normal. The doctor has not looked at the site. It was reviewed that adaptive stimulation (as) and that the numbers will change on its own and that is part of the therapy. The caller was advised to turn off the patient's as. The caller then stated that the stimulation is too strong when the patient is up on their feet. The caller was advised to lower the stimulation in the meantime or turn off as. The caller lowered the stimulation, and noted that they would like to meet with a rep. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain on (B)(6) 2018. It was reported that the patient fell and shortly after the manufacturer representative adjusted the device. Since the fall, the device stopped helping with the bottom of the patient¿s legs. The device helps with the top of the patient¿s legs, but not the bottom. The stimulator was not covering the pain like it should. The patient was going to set up an appointment for reprogramming. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the patient was in today for reprogramming because he didn¿t feel the device was helping pain like the trial did. The rep reprogrammed the patient and was able to achieve bilateral stimulation from low back to toes where needed. The rep reported that the patient stated this felt good. While talking with the patient, the rep reported that he admitted to falling 2 times since implant, not related to the stimulator but asked if this could be the cause of it not helping like the trial. The rep noted that impedances were normal. The patient admitted to falling in (B)(6) 2018 on an unknown date. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient and their spouse had been making changes to the intensity frequently and had not been waiting long enough for it to change. The patient was re-educated on how to us adaptive stimulation. The issue was resolved and no further complications are anticipated.